Event description:
The handheld and programming software were returned for analysis. An analysis was performed on the returned handheld and the reported allegation was verified. During the analysis it was verified that the touchscreen display was unresponsive. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications

Manufacturer narrative:
Device malfunction occurred but did not cause or contribute to a death or serious injury.

Event description:
A vns programming physician reported that his handheld computer would not progress past the main screen of the vns software. It was not responding to the stylus when trying to select "continue" and "set time". A hard reset was attempted and it would not respond to the stylus at this point either. The screen lock was not engaged and not plugged into the wall. There was no apparent debris on the screen or between the cover and screen. The handheld computer is being sent back for analysis. At this time it has not been received.